Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 500 mg/dl between 5 and 24 hours of wearing the pod. The patient¿s mother reported the pod adhesive had moved at the pod site and the cannula was almost detached from the leg. On october 06, 2025, the pod was removed, and the patient was taken to the emergency room where they stayed for more than 4 hours. The patient was diagnosed with hyperglycemia and diabetic ketoacidosis. As treatment, the patient received intravenous fluids and insulin. The patient was released that same day.